Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is 186 to 350 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: hi (B)(6) 2015 02:35 am; 377 mg/dl (B)(6) 2015 04:00 am; hi (B)(6) 2015 10:00 am; hi (B)(6) 2015 08/:00 am; hi (B)(6) 2015 04:30 am. Adverse event not reported.